Event description:
Procedure: myomectomy. According to the reporter: the device wouldn't hold the needle after it had been already used twice. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).